Manufacturer narrative:
(B)(4). The device was returned. The difficult to position, difficult to remove with both the sds and the balloon catheter, and sticky texture, (operates differently than expected), were not confirmed via returned device analysis. Based on the visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, the whisper guide wire felt sticky and the catheter was difficult to advance over the guide wire. There was resistance removing the catheter. A non-abbott guide wire was successfully used with the same catheter to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.